Event description:
Country of complaint: (B)(6). It was reported that during tighten of the locking mechanism (with a torque wrench to12nm) the screw of the hydrolift vertebral body replacement prosthesis broke off. The screw was located during final x-ray and removed from the patient's body. The product was disposed of and will not be returned.